Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad was broken at the midpoint of the pad. The missing material was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the plastic component of the jaws on the harmonic ace instrument detached from the metal after less than 30 seconds of use. A fragment fell into the patient and was retrieved during the same procedure. The instrument was subsequently removed, and it was confirmed that no fragments remained inside the patient's body. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.